Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for an ultrasound guided axillary biopsy through normal density tissue using mission. During the procedure, the device allegedly failed to advance. It was further reported that patient experiencing hematoma. No coaxial was used and the current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one mission disposable core biopsy device was received for evaluation. During visual evaluation, the device appeared to have blood residue throughout and was returned in primed configuration with the cannula at the 20 mm position and the sample notch was exposed. Upon microscopic evaluation, the distal tip of the stylet did not appear to be dull. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is inconclusive for the reported difficult to insert as the condition of use cannot be replicated due to the absence of appropriate laboratory setup. A definitive root cause for the alleged difficult to insert issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h1, h6 (patient, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for an ultrasound guided axillary biopsy through normal density tissue using mission. During the procedure, the device allegedly failed to advance. It was further reported that patient experienced a hematoma. No coaxial was used. There was no reported patient injury.